Event description:
It was reported that the customer passed away several months ago and was involved in a car accident. The spouse stated that the customer was wearing the pump at time of death and there has not been an autopsy done yet.